Event description:
It was reported through litigation process that sometime later port placement procedure, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical records allege that the patient underwent placement of an implantable venous access port (powerport) for chemotherapy administration as part of rectal cancer treatment, with no immediate complications reported. Approximately three months later, the patient underwent robotic assisted laparoscopic low anterior resection with diverting loop ileostomy. At the time of that surgery, the right chest mediport was noted to appear infected and was removed. Subsequent culture results from the removed mediport demonstrated growth of staphylococcus aureus and pseudomonas aeruginosa, consistent with a bacterial infection of the device. Therefore, it can be confirmed that the patient had experienced bacterial infection. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2022, a patient underwent port placement via the right subclavian vein for chemotherapy delivery related to rectal cancer. Approximately three months and seven days later, on (B)(6) 2022, the patient was diagnosed with bacterial infection, which was confirmed through blood culture. Subsequently, the port was removed on the same day. However, the current status of the patient remains unknown.